Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported, during a journal article review, it was discovered that there was a cases of complication (gamma 3 nail 1 case, pfna 1 case), which were cut-out of the femoral head. Cut-out of the femoral head occurred in the case of surgery using gamma 3 nail for intertrochanteric fracture. The position of the femoral head of the lag screw was not good. Postoperative 2 weeks radiograph shows cutting out of the lag screw, and revision surgery was rejected by the patient.